Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred while the device was being used on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The sales representative (rep) visited the hospital and replaced device with another ventilator. The device kept operating when the 1104 alarm error occurred, but there was no reported delay in therapy or medical intervention other than the device swap. The customer called technical support to report that a 1104 "backup alarm failed" alarm error occurred while the device was being used on a patient. Resolution and disposition:

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and found that the reported issue was not duplicated; however, the 1104 error code was confirmed in the event log. Therefore, the central processing unit (cpu) printed circuit board assembly (pcba) needed to be replaced. A repair quote was sent to the customer for approval, but the quote expired. The customer did not accept the quote, and it is therefore unknown what the outcome of the service event was. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
Since the occurrence of the 1104 "backup alarm failed" alarm error was confirmed in the event log, the cpu pcba was replaced for preventive measures, and the software was updated to version 3.20. The device was cleaned, passed the required performance verification tests per philips standard, and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.